Event description:
It was reported that during battery replacement for the patient's lead was observed to be fractured and have fluid inside the insulation tubing. It was reported that no impedance issues were observed prior to surgery. The entire inside of the tubing was reported to be filled with blood and gray bodily fluid. It could not be determined whether the fluid leaks were in the outer or inner tubing. The fluid was sent for analysis to verify the lead was not infected. It was noted that the lead was cut in multiple places and had been disposed. No additional relevant information has been received to date.